Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2015. The customer's blood glucose level was 50 mg/dl but sometimes it was 45 mg/dl. The hospitalization was not diabetes related but because the customer had the influenza b. The customer was vomiting and had diarrhea. The customer went to the emergency room with high ketones. The device was not returned.